Event description:
It was reported that the user experienced persistent hyperglycemia with a maximum blood glucose of 400 mg/dl while using the ilet bionic pancreas with a dexcom g7 and a teflon infusion set, and the user had insulin occlusion alerts that were not addressed, leading to rapid cartridge depletion and frequent cartridge changes. Symptoms included high blood glucose. Outcomes included user education and resolution of elevated glucose during the call, with blood glucose documented at 136 mg/dl and in range. Investigation included troubleshooting with the user and education on occlusion management and infusion set changes. Investigation of this case revealed that ignoring occlusion alerts likely resulted in inadequate insulin delivery and increased insulin usage. It was concluded that the event was related to an infusion set or line occlusion, and user re-education on prompt occlusion troubleshooting and ¿when in doubt, change it out¿ was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.